Event description:
It was reported that the customer experienced elevated blood glucose levels when waking up. Customer declined to go through troubleshooting. Reportedly, the clock on the pump was set incorrectly. The a.m. And p.m. Settings were switched. The customer fixed the clock settings and stated his blood glucose levels have stabilized.

Manufacturer narrative:
No product returned for eval. Should new relevant info become available, a supplemental form will be submitted.